Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received a questionable result from coaguchek xs pro meter serial number (B)(4). The result from the meter was 5.4 inr. The result from a laboratory using acl instrumentation laboratory was 4.0 inr. Both results were believed to be correct and the warfarin dosage was changed based on meter result. There was no allegation of an adverse event. The therapeutic range was 2.5 -3.5 inr. The patient was not anemic or polycythemic, had no antiphospholipid antibodies or lupus, no other blood thinners besides warfarin, no change in warfarin dose, no new medicines, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.